Event description:
The patient (adr-(B)(4) used a disposable injection pen to inject insulin under the scalp due to high blood sugar as prescribed by the doctor. The patient followed the standard procedure and operated normally. On (B)(6) 2024, the insulin needle broke at 6:30, and the skin around the patient the skin color was red, and there was a local bulge and 0.5*0.5cm induration at the needle eye. Immediately reported the adverse event, and immediately conducted relevant in-hospital consultations with the patient. Assist the patient with b-ultrasound and CT examinations. Doctors and nurses accompany the patient to the superior hospital for consultation. No insulin needle was found in the patient's abdomen, it was recommended to continue observation and follow-up for discomfort. The medical department would be resolved the problem through agreement with the patient, and the patient was discharged. Sample availability? Yes, sample availability details: physical sample available only.

Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.